Manufacturer narrative:
(B)(4). Batch # p94c5v. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. The device was connected to a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled and it was found that the closure indicator was broken and not making contact with the moving trigger. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, an unknown error occurred when the device was used for lateral lymph node dissection. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.